Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that patient was on IV antibiotics as prescribed and was administered via PICC line after blood cultures. Swelling was noted above the PICC entrance site. It was suspected that line had fractured and was removed. No adverse events from saline leakage.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Initial medwatch was created in error as this file is a duplicate of bas file (B)(4). This event was reported in MDR number 3006260740-2017-00243.

Event description:
It was reported that patient was on IV antibiotics as prescribed and was administered via PICC line after blood cultures. Swelling was noted above the PICC entrance site. It was suspected that line had fractured and was removed. No adverse events from saline leakage.